Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the rep that the surgeon attempted to use the pxw35 to staple and the staples would not form. Another pxw35 was pulled and the same thing occurred. A third stapler was used to complete the case.